Event description:
It was reported that there was a revision of the 40mm cocr head and 40mm liner due to suspected corrosion on the taper trunnion junction. Update as per legal info on (B)(6) 2014: it was reported by the attorney for the patient as a result of a legal claim that allegedly "on (B)(6) 2014, the patient underwent a revision of his left hip to exchange the bearing surface and convert it to a constrained liner due to chronic instability secondary to adverse soft tissue reaction and corrosion."

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available

Manufacturer narrative:
An event regarding instability involving a trident liner was reported. The event was confirmed for dislocation. Method & results: -device evaluation and results: the device was not returned for analysis. -medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: on (B)(6) 2014 a revision of a left total hip arthroplasty head and liner was performed with transfer of the gluteus maximus to the greater trochanter for a postoperative diagnosis of failed left total hip arthroplasty, adverse local tissue reaction, corrosion, massive soft tissue loss abductor and iliopsoas attachment. The operative report describes spinal anesthesia and use of the previous incision. The report notes ¿abductor and iliopsoas attachment completely gone. The head had corrosion. This was photographed. Black tissue around the taper.¿ in this large, morbidly obese patient, dislocation could have resulted in the avulsion of the abductors and flexors, as well as the posterior repair of the capsule and short external rotators. The fluid could represent an organizing hematoma from the dislocation. There is no confirmation that this clinical picture represents altr trunnion corrosion. One mildly elevated serum cobalt is not of itself diagnostic in this case. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined. Additional information such as device return and additional clinical records may be helpful. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
It was reported that there was a revision of the 40mm cocr head and 40mm liner due to suspected corrosion on the taper trunnion junction. Update as per legal info on 11-14-14: it was reported by the attorney for the patient as a result of a legal claim that allegedly "on (B)(6) 2014 the patient underwent a revision of his left hip to exchange the bearing surface and convert it to a constrained liner due to chronic instability secondary to adverse soft tissue reaction and corrosion."

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding instability involving a trident liner was reported. The event was not confirmed. Method and results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device return, x-rays, operative reports and patient medical records would be helpful in investigating this event further.

Event description:
It was reported that there was a revision of the 40mm cocr head and 40mm liner due to suspected corrosion on the taper trunnion junction. Update as per legal info on 11-14-14: it was reported by the attorney for the patient as a result of a legal claim that allegedly "on (B)(6) 2014 the patient underwent a revision of his left hip to exchange the bearing surface and convert it to a constrained liner due to chronic instability secondary to adverse soft tissue reaction and corrosion."